Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending.

Event description:
The physician reported to gore that a patient had received an axillobifemoral gore-tex stretch vascular graft. The physician suspected ultrafiltration/seroma and explanted the device.